Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2018 for hyperglycemia. It was reported that the customer had high blood glucose levels of 7.1 mmol/l, 20 mmol/l, and 34 mmol/l at time of admission. It was reported that the insulin pump died without any warning. It was reported that the customer decided to go to emergency room and wait to get correction and where the blood glucose increased up to 34 mmol/l. It was reported that the customer was treated at the emergency room. It was reported that the customer corrected with insulin and is now on her animas pump. The customer reported that the display was blank . Troubleshooting was performed. It was reported that the display did not return after the insulin pump restart. Product is expected to return.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08540 inches. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection.